Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 211237, comprehensive srs modular stem - 10x100mm, unknown, unknown, unknown baseplate, unknown, unknown, unknown humeral tray, unknown, unknown, unknown humeral bearing, unknown, unknown, unknown glenosphere, unknown. Report source, foreign ¿ events occurred in the (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 07178. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's left shoulder was revised due to pain and loosening. No additional patient consequences were reported.

Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 0001825034-2017-06578